Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 6728160 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis and experienced deflation post procedure. As a result, the patient had bilateral prosthesis replacement on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 3/23/2018. The event date has been updated. The final fill volume of the impacted product was 425ccs. Bilateral device replacement with 425cc mentor memorygel breast implants was performed when the impacted product was removed. (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. Brown material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, or the origin of the yellow and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).